Event description:
Membrane on the scope insertion device ripped during case and pieces of the membrane came off and went in pt. Pieces that ripped off and went in pt were recovered by assistant using the device. Device was taken out and no longer used. All pieces were retrieved. No pt injury. Scoped area to validate no pieces were in the wound.